Event description:
Device malfunction: premature deployment in package. Time of malfunction: before use. Symptoms/ae: na. It was reported that the xpert stent prematurely, partially deployed in the package. The device was not used and there was no pt involvement. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.